Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. Customer alleged the bg cause was due to customer getting used to the new continuous glucose monitor device. Customer consumed juice to address bg. Customer declined to provide further information or troubleshoot for event.